Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Device data was sent to rhythm care for review. This device was also noted to have delivered a shock due to ventricular fibrillation (vf) and torsades de pointes. The rhythm was able to be converted via therapy. Further evaluation for the out of range measurements is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.